Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarmed during prime test due to faulty force sensor resistor. However, the insulin pump passed the operating currents test, self-test, a21 error test and displacement test. Unable to perform the occlusion and no delivery tests due to motor error alarm. The motor passed motor test. The insulin pump was received with cracked case at the display window corners, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident is unknown; however, the customer mentioned she had a low in the 40 mg/dl range that she treated with juice. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.